Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The driveline cleaning was performed on (B)(6) 2025 which resolved the driveline communication line b faults. The modular cable was exchanged once more during cleaning. During cleaning, isopropyl alcohol was used to remove debris from the pump side connector. The connector was cleaned, and the debris was removed. The alarms were cleared after the cleaning procedure, and the patient was doing well and was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline communication fault alarms that reportedly resolved with cleaning of the driveline inline connection. Review of the submitted photos confirmed debris within the driveline inline connection; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted photos were reviewed, and a photo of the inline connector pins showed some debris within the connector. Although a specific cause for this finding could not be conclusively determined, debris within the inline connector could have caused the reported event due to interference with the connection. Review of the submitted log files captured a driveline communication fault alarm that activated sometime between 19:30:57 and 20:30:57 on 08nov2025. The alarm did not resolve within the submitted log files. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU ¿system operations¿ contains instructions on replacing the modular cable and instructs ¿rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 6 ¿patient care and management¿ cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." This section also outlines system controller alarms as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. This section also outlines system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline communication line b faults. This was captured all throughout the log files. It was recommended to exchange the modular cable and system controller if the patient could tolerate a brief pump stop to try and a resolve the faults. It was also said to take a photo of the pump connector if possible, to see if any debris or corrosion was present. It was also asked to take a photo of the modular cable connector on the modular cable. Photos of the patient's modular cable was provided. The system controller and the modular cable exchange did not resolve the alarm. It was said that some crud was seen around the outside of the pin sockets on the pump side connector which was said to be likely causing these communication line b faults. It was said the alarms can be silenced permanently if they were active. It was also said the connector will need a cleaning to try and resolve the communication faults. It was told that the connector cleaning is typically split into 3 steps, each consisting of a 30 ¿ 60 second disconnect. The time that is accommodated is typically based off whatever length of time the patient can tolerate. It was said the cleaning is done to a different part of the connector in each step to make sure that any unwanted material is removed. This procedure could be halted at any time if the patient is having difficulty with the pump stops. The permanent silence allowed the patient to turn of the audible alarm indefinitely. Since the patient was just having communication line b faults, it was said there shouldn¿t be any issues with the pump operation.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.